Manufacturer narrative:
Results: a lot number search was performed for the injector, cartridge & foam tip plunger for similar complaints within the search. There was five similar complaints found in the injector lot search, one similar complaint in the cartridge lot search and no similar complaints in the foam tip plunger lot search.

Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the staar injection system and the lens tore during insertion. It was reported that there was damage to the lens capsule, no vitreous loss and no vitrectomy performed. The surgeon enlarged the incision to remove the lens and sutured the incision. No second lens was implanted. It was reported that it was likely due to loading error and lens injector. It was reported that the patient lost lines of bcva compared to preop bcva.